Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the patient had a loss of efficacy, over-active bladder, and urge incontinence. They also complained that the battery device was bothering them. The patient had a botox injection on (B)(6) 2019 and it was noted they had failed medical management and therapy in the past. The cause of the loss of efficacy was not provided. The device was explanted on (B)(6) 2019 and the issue was noted to be unresolved with no further actions planned. No device issues or further complications were reported or anticipated.